Manufacturer narrative:
The evaluation of the asset found there was no image with 180 series type endoscopes was due to a faulty patient board set. Additionally, the internal video connector pins were worn out contributing to a poor/unstable video connection. There are cosmetic wear on the external housing, scratches on the top cover and a faded front panel. It is recommended the software version is upgraded to the latest version. The device was repaired to specifications and returned to asset stock. A review of the asset's repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, no image was found when connecting 180 series type endoscopes on the asset evis exera iii video system center. There was no reported allegation of a malfunction associated with the asset and there was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10 the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since more than nine years have passed since the manufacture of the subject device, the potential root cause of the reported image malfunction is due to deterioration of the parts resulting in failure of the patient board set. A design change of dr board was conducted on april 16, 2018. Although it is unclear whether this design change will involve the reported event. Olympus will continue to monitor complaints for this device.